Event description:
It was reported that during the implant attempt, the left ventricular lead was connected. The lead then dislodged and the lead was unscrewed and repositioned. After repositioning the lead, the physician was unable to screw the lead in the header again. The screw may have been out too far. The device was not used and a new device was implanted. The left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.